Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon had difficulty unscrewing the impactor shaft from the acetabular shell. This did not negatively impact the case and there was minimal surgical delay. There was no harm to the patient and the case was successfully completed.

Manufacturer narrative:
Reported event: a pst offset impactor was difficult to unthread after cup insertion. An additional tool was used to unthread the impactor. The case was successful with only a 3 minute case delay. Device evaluation and results: the item is not available for investigation. The complaint initiator provided a tracking number which shows the part was delivered to stryker mako. As the part was delivered but lost after receipt this investigation will reference (B)(4). Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12/23/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209360, lot number 030440 shows zero complaints related to the failure in this investigation. Tracking of complaints related to the 209360 part number will be tracked through quarterly trend request #671. Conclusions: the device was not available for evaluation and the failure resulted in low patient harm. As a result, no additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Item is not available for investigation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon had difficulty unscrewing the impactor shaft from the acetabular shell. This did not negatively impact the case and there was minimal surgical delay. There was no harm to the patient and the case was successfully completed.